Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Mwr-26082020-0000792532, submitted for adverse event which occurred on (B)(6) 2010. Mwr-26082020-0000792562, submitted for adverse event which occurred on (B)(6) 2012.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted the mesh was almost free floating in a 10 x 10 cm infected and marked inflammatory abscess cavity. Because of the omental adhesions, fistulas and granulating abscess tissue, surgeon resected two segments of plaintiff¿s small bowel approximately 6 inches and 10 inches in size. It was reported that the patient experienced severe pain, inflammation, infections and drainage of purulent fluid from abdominal fistula. No additional information was provided.